Event description:
The suture was used during a tah procedure. Reportedly, the needle broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
3/16/1998-supplemental report #2 submitted to FDA.